Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded inappropriate atrial tachycardia response (atr) episodes due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information was received which indicated that, this ICD exhibited farfield oversensing in two different episodes. Boston scientific technical services (ts) recommended reprogram the blank zone. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded inappropriate atrial tachycardia response (atr) episodes due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information was received which indicated that, this ICD exhibited farfield oversensing in two different episodes. Boston scientific technical services (ts) recommended reprogram the blank zone. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this implantable cardioverter defibrillator (ICD) exhibited p wave functional undersensing which through off the averages and inappropriately delivered anti-tachycardia pacing (atp). The technical services (ts) recommended to turn off atrial tach discrimination and make it a template only decision if needed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 outcomes attrib to adv event.